Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submittethis serves as a correction report. Sections b-5 ( describe event or problem) and h-6 (medical device problem code) were incorrectly documented in the previous initial report and have been updated. Sections h-7 (other remedial action) and h-9 (corrective action number) were entered in error.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the de-cased sensor; no issues were observed. An extended investigation was also performed. The returned freestyle libre puck was examined and no external damage was observed to the puck. The puck was returned in sensor state 5 indicating normal expiration at 14 days. Linearity testing, which tests the puck¿s readings accuracy, was performed on the returned puck and all results were within specification. No damage was observed during visual inspection of the internal components of the sensor. Power consumption test was performed, and all results were within specification. The returned puck¿s battery was intact with no damage and measured within specification. The puck¿s battery produces voltage that is insufficient to produce an electric shock. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been requested for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.